Event description:
It was reported that the patient received inappropriate hv therapy as a result of lead dislodgement, one day post implant . Due to the multiple shocks, patient suffered from pulmonary edema and was intubated. After the patient was stabilized, the lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.